Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred requiring a pericardiocentesis. Manipulation of the ablation catheter was difficult, and force readings were higher than usual. A few lesions were attempted on the left superior pulmonary vein with difficulty. The patients blood pressure sagged, but with no noticeable change in hr. A tte was performed which revealed a pericardial separation for which pericardiocentesis was performed and a drain was deployed. The patient was transported to ICU for monitoring and is in stable condition.